Event description:
Received information regarding an occlusion alarm and a cartridge alarm 1 during bolus delivery. The customer reported cracks in the cartridge. Reportedly, the customer's blood glucose level was as high as 395 mg/dl; however, at the time of the initial call, the customer's blood glucose level was 363 mg/dl. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
During a follow up on (B)(6) 2015, it was reported that the customer's blood glucose level was within target range. The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.